Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that their liberty select cycler machine had physical damage. The plastic on the heater tray (ht) looked singed/scorched and was hot to the touch. The patient confirmed that they use clorox wipes to clean the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment on the day of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received.

Event description:
A peritoneal dialysis (pd) patient reported that their liberty select cycler machine had physical damage. The plastic on the heater tray (ht) looked singed/scorched and was hot to the touch. The patient confirmed that they use clorox wipes to clean the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment on the day of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage. The heater tray paint is chipped, exposing the metal. Temperature test passed. Heater test passed. Heater calibration passed. A pre-accelerated stress test 15 min 1000 ml simulated treatment (self test) was performed and completed with no problems or failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Therefore, the complaint is not confirmed.